Event description:
Procedure type: esophagectomy. According to the reporter: after cutting the suture of the orvil anvil, the top did not go into the flat position. A hole was made in the esophagus as the surgeon was pulling the device during use. A new product was used to complete the procedure. Surgery time was extended by more than thirty minutes. No blood loss was reported. The patient was sent to intensive care for recovery.